Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via manufacturer representative regarding a patient who was receiving morphine via intrathecal drug delivery pump. The indication for use of the pump was spinal pain. It was reported that the patient had been hearing an alarm for about a month. Interrogation of the pump revealed that it was in safe mode. The patient denied any symptoms, an MRI, or anything unusual per physician. There were no diagnostics or troubleshooting performed. No environmental, external, or patient factors that may have led or contributed to the issue were reported. Surgical intervention was planned, and the patient would be referred to a surgeon for a pump change. At the time of report [(B)(6) 2016], there was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.